Event description:
It was reported via repair work order that the stirrup would not lock into place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to report the issue was resolved for the customer by replacing the patient right calf support.

Event description:
It was reported via repair work order that the stirrup would not lock into place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.